Event description:
Related manufacturer report number: 2017865-2023-19385. It was reported that a patient presented with vasculature issues due to subclavian vein occlusion. The physician elected to explant the inactive atrial and right ventricular (rv) leads. The patient condition was stable.